Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) that resulted in rhythm acceleration into ventricular fibrillation (vf). A shock was delivered and successfully terminated the rhythm. Technical services (ts) was consulted and discussed available programming options. At a later date, the crt-d was explanted due to a therapy upgrade. A new device was implanted. No additional adverse patient effects were reported.